Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022 with a direct tested copan floqswab nasopharyngeal sample. The patient initially tested positive with the ID now covid-19 assay. Repeat testing was performed the same day which generated a negative result. No confirmatory pcr testing was performed. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer provided additional information stating that the initial report of conflicting results was reported in error and that all of the ID now covid-19 assay results on (B)(6) 2022 were negative and that no other ID now covid-19 assay results conflicted with the initial test. The customer indicated that they believe that the assay was functioning as intended.

Manufacturer narrative:
Additional information and corrected data: b5: the customer provided additional information stating that the initial report of conflicting results was reported in error and that all of the ID now covid-19 assay results on (B)(6) 2022 were negative and that no other ID now covid-19 assay results conflicted with the initial test. The customer indicated that they believe that the assay was functioning as intended. As a result of this new information, this report is being submitted as a correction as this is no longer to be considered as a reportable event. This event will be re-evaluated if further information is received.